Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: the issue was discovered during use of the device. No component fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Event description:
According to the reporter, the device wouldn't hold the needle. It kept releasing. A new instrument was used to complete the case. Additional information has been requested but not yet received.